Manufacturer narrative:
The pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The pod data showed that the pod ran for 32 pulses. The pod completed both first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data indicated that the rotational sensor malfunctioned during operation. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. The pod was reset, connected to an unused pdm, programmed to deliver a 5 unit bolus, and deactivated successfully. The needle mechanism fully deployed during the rerun. The rotational sensor abnormalities were replicated in the rerun data. Inspection of the drive mechanism found no deficiencies that would contribute to rotational sensor abnormalities. The exact cause of the rotational sensor malfunctions could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. Up1a.231005. 007.g991usqsegxk3. Cloud - smartphone hardware. Sm-g991u. Cloud - cgm sensor type. G6.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.